Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found contamination on the battery terminals, due to this contamination, the device cannot be turned on.

Event description:
It was reported the device shut off several times, when in use on a patient, despite replacing the battery. The patient was being monitored by an ECG (electrocardiogram), and the device was replaced immediately when the problem occurred. There were no patient complications as a result of this event.